Manufacturer narrative:
The hill-rom technician found the nurse call not functioning due to the pin broken off 36 pin on the power control board. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the power control board to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the nurse call is not functioning. The bed was located at the account in labor delivery. There was no patient/user injury reported. (B)(4).